Event description:
It was reported that the jar of a transcatheter bioprosthetic valve was difficult to open and pieces of the jar seal was observed floating in the jar. The valve was not used. A new valve ((B)(6)) was implanted without a pre-balloon dilation. The valve appeared constricted post-deployment. A post balloon dilation was performed with a 24 millimeter (mm) non-medtronic balloon in bail out position. Complete heart block (chb) was observed and was supported by a temporary pacemaker. The patient has underlying escape rhythm and went to recovery with the temporary pacemaker in-situ. It was reported the patient had pre-existing right bundle branch block (rbbb). Additional information was received to report six days following the valve implant procedure a permanent pacemaker was implanted. The patient was discharged to home the following day.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Additional codes. Annex f code was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012635057); product type: 0195-heart valves; product ID d-evolutfx-2329 (lot: 0012628481); product type: 0195-heart valves; product ID evfxplus-29 (B)(6); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the jar of a transcatheter bioprosthetic valve was difficult to open and pieces of the jar seal was observed floating in the jar. The valve was not used. A new valve (B)(6) was implanted without a pre-balloon dilation. The valve appeared constricted post-deployment. A post balloon dilation was performed with a 24 millimeter (mm) non-medtronic balloon in bail out position. Complete heart block (chb) was observed and was supported by a temporary pacemaker. The patient has underlying escape rhythm and went to recovery with the temporary pacemaker in-situ. It was reported the patient had pre-existing right bundle branch block (rbbb).